Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device is not functioning. Patient alleged shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of patient harm or injury. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam became degraded and caused allergy symptoms and difficulty breathing. The patient did report to receive medical intervention and saw a healthcare provider and received medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1, b2 and h1 was updated. Section h6 was updated with the appropriate health effect - clinical code(s) and health effect - impact code(s)

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer received new information alleging allergy issue. There was no report of patient harm or injury. In this followup report section b3 and g3 is updated with additional information and should have been (B)(6) 2021.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience sleep went downhill, allergies, breathing issues. Patient is on steroids. The reported event of sleep went downhill, allergies, breathing issues and its reported severity was reviewed by the manufacture's clinical expert. Based on the available information, the manufacture concludes device may have caused or contributed to the reported event. The reported event may also have been related to user error. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-49999-3 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was corrected.